Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's initial allegation was not confirmed. However, during the device evaluation , failed leak test was found. A definitive root cause can not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a blurry image. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed with another device. There were no reports of patient harm.